Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an unknown surgical procedure, it was observed that a patient experienced a "burn blister to the abdomen" after the surgeon put the motor device with the attachment device on the abdomen of the patient. The reporter stated that during the intervention, the "hand piece was very hot". A cloth was place on the hand piece to "endure the heat". It was observed that the motor device with the attachment device "burned through the sterile cloth and injured the patient". The reported stated a total of three devices were involved in the incident; motor device, attachment device and console device. Patient outcome as well as medical intervention required were unknown at the time of the initial report. It was unknown if user injuries were reported. It was unknown if a spare device was available for use. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The serial number of the device was unknown. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional information received during follow-up: the event occurred during a l3-4 and l4-5 surgical procedure. The patient¿s diagnosis was lumbar stenosis. It was reported that the patient incurred a second degree burn and required analgesia and cooling. It was clarified that no additional follow-up treatment or medical intervention was required to treat the burn. The surgical procedure was completed without the motor device. As a result there was a ten minute delay to the surgical procedure. The surgery was completed successfully and it was reported that the patient¿s post-surgical condition was good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.